Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that a therapeutic condyloma procedure had to be cancelled since the argon plasma unit could not be activated at the beginning of the intended procedure due to no response of the blue pedal when the patient was already anesthetized. A follow-up procedure was scheduled but has not yet taken place.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the patient¿s outcome and the reported phenomenon could not be determined and is being judged as unknown. However, based on the information provided it is assumed that the reed contact of the foot switch is very likely defective. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the wireless foot switch without showing any abnormalities. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results. Please note: the original report was submitted for the argon plasma coagulation unit "apu-300" with article number wa90004w. However, since only the wireless foot switch with article number wa94034w was reported to have malfunctioned, the leading article of the complaint has been changed accordingly. The corresponding foot switch is not marketed in the us.